Event description:
It was further reported the patient had developed some rigidity and problems with their gait. It was stated the patient was doing quite well. It was noted the patient was walking well and their tremor was under control.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0apd4, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0apd4, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 64001, lot# n247539, implanted: (B)(6) 2012, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v065399, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v065399, implanted: (B)(6) 2007, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted with bilateral leads in the subthalamic nucleous (stn). It was noted that since the surgery, the patient had not been ambulatory. It was noted that the manufacturing representative ran impedances, but was not sure ¿whether the therapy issue was due to the patient¿s implantable neurostimulator (ins) having been turned on so soon after surgery, or an impedance issue. ¿ it was further noted that the patient had a device implanted located in the internal globus pallidus (gpi), but it was not active. It was noted that the patient was ¿on 1.5v after the surgery.¿ a week later, the patient was at 2.5v, ¿so some reprogramming had to happen.¿